Manufacturer narrative:
(B)(4). A review of the device history revealed no issues that could have caused or contributed to the reported difficulty. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During assistance for an unrelated issue on a homechoice (hc) device, it was reported that there was a burning smell coming from the hc. The technical service representative (tsr) arranged to exchange the hc. No patient injury or medical intervention was indicated in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. The device passed electrical and functional testing. An internal and external inspection was performed with no issues found. There was no unusual smell detected. A review of the event history log of the device found nothing related to the reported issue. The cause of the reported issue could not be determined. A service history review revealed no previous service events were related to the reported condition. Should additional relevant information become available, a supplemental report will be submitted.